Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Cartridge reuse per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that a cartridge alarm 1 occurred. There was no adverse impact on customer's blood glucose level. Reportedly, customer used their supplies past labeling guidelines. A cartridge change was performed resolving the issue.